Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. A 8.0 x 100, 75cm mustang¿ balloon catheter was advanced to the target lesion. The balloon was inflated; however, it ruptured circumferentially. The distal part of the balloon separated completely and was able to be completely removed from the patient using a snare. The procedure was closed. No further patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that a break occurred in the shaft and a complete balloon circumferential tear was noted in the balloon. A complete balloon circumferential tear was located at 2.5cm distal to the distal edge of the proximal markerband. The distal section of the balloon tear was not returned for analysis. The device was received inserted through a 6french size sheath. A break was noted in the shaft at 3.3cm distal to the distal edge of the distal markerband. The shaft at the break site was severely stretched down. The distal section of the balloon tear including the distal section of the shaft break was not returned for analysis. The break and severe stretching that was evident are all consistent with excessive tensile force having been applied to the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. A 8.0 x 100, 75cm mustang¿ balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured circumferentially. The distal part of the balloon separated completely and was able to be completely removed from the patient using a snare. The procedure was closed. No further patient complications were reported and the patient¿s status was fine.